Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their device had been great until yesterday. They said they thought maybe it was not fully charged so yesterday they charged it and it was at 50 percent so it should have been fine but this morning when they were out shopping they had to go to the restroom 5 times in an hour and their pad was like a wet diaper. Offered and assisted the patient to use their equipment to synch with their implant and patient reported seeing por (power on reset) message. Reviewed with por therapy was off. Assisted the patient to turn therapy back on and assisted to decrease stim so they confirmed comfortable sensation. Reviewed some recharging best practice. Offered and sent email with quick guide. During the call the patient confirmed they have had no falls or traumas, no other medical tests or procedures. Redirected to their doctor. The troubleshooting steps were successful to turn therapy back on. The patient will monitor their symptom results and continue working with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.